Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain , chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and vaginal odour ("odor"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, dysmenorrhoea, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge and vaginal odour outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection and vaginal odour to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events : pelvic/abdominal, chronic, bladder/urinary problems: vaginal infection. Vaginal discharge, odor, essure confirmation test(s) conducted, specify no were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal odour ("odor"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia and iron deficiency anaemia had resolved and the genital haemorrhage, dysmenorrhoea, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, vaginal odour, psychological trauma, fatigue, hormone level abnormal, weight increased and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date: (B)(6) 2009 and removal date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: new pfs received: new events added: menorrhagia, metrorrhagia, hormonal changes, psych injury, fatigue, weight gain, headache, anemia. Outcome of event bleeding from unknown to recovered/resolved were updated. Model no. Updated from ess205 to ess305. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal odour ("odor"), metrorrhagia ("metrorhagia (bleeding b\w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), headache ("headaches") and back pain ("chronic back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, metrorrhagia and iron deficiency anaemia had resolved and the genital haemorrhage, dysmenorrhoea, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, vaginal odour, psychological trauma, fatigue, hormone level abnormal, weight increased, headache and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal infection, vaginal odour and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date:(B)(6) 2009 and removal date:(B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: added event chronic back pain and updated reported events term. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.